Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to adjust their stimulation and saw a "call your doctor" icon message was seen on the pt programmer. A power-on-reset (por) condition on the pt's device was also reported. The pt did not have any recent medical procedures. Add'l info was requested.